Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The explanted catheter was returned to the manufacturer.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. Beginning in (B)(6) 2016, the patient had small signs of periodic withdrawal. Side port aspiration was done. The flow was there but it was slow. On (B)(6) 2016, the patient was taken to surgery where the catheter was partially explanted/revised. During the procedure, the catheter appeared to be worn near the anchor as well as the connecting collet. Acute catheter angles were also noted at those sites during the catheter revision procedure. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The issue was resolved. The patient status was reported as alive no injury.

Manufacturer narrative:
Analysis found an observable kink in the catheter body distal to the anchor. During pressure testing in the lab, the kinked area would occlude when the catheter was bent to a narrow radius. It was also noted that the damage was identified on the retaining fingers and melting was seen on the catheter body. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.